Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that 2 syringes of juvéderm® volbella¿ with lidocaine cracked and the product leaked. The problem occurred while healthcare professional was connecting the syringe. The same problem occurred with both syringes. Patient contact was made. No injuries were reported.

Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found. Lab analysis of the devices found two empty syringe of 1.0 ml, received with a box, with two trays but without cap and needle. A crack is observed at the 3 mm luer lock level, on both syringes.

Event description:
Healthcare professional reported that 2 syringes of juvéderm® volbella¿ with lidocaine cracked and the product leaked. The problem occurred while healthcare professional was connecting the syringe. The same problem occurred with both syringes. Patient contact was made. No injuries were reported.